Event description:
The customer recently had foot surgery, and while using the item, she fell and hit the foot that underwent surgery. She reports that this happened because the item is too unstable and dangerous.